Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had seen by paramedics with hypoglycemia. The patient's blood glucose levels reached les than 70 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with strawberry liquid with glucose and IV(intravenous) drip. The patient did not go to the hospital since the blood glucose improved.. The pod was worn when seeking medical attention. The old pod was thrown away.